Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the hub and catheter separated overnight on a ultrathane mac-loc locking loop multipurpose drainage catheter. The device was being used for abdominal drainage and the patient had an emergency replacement completed at the hospital.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation a review of the documentation and visual inspection/dimensional verification of the returned device was conducted during the investigation. The customer returned one 8.5fr mac-loc catheter in a damaged condition. The device was returned in two separate pieces. The first piece is comprised of the mac-loc hub and connector cap. The second piece is comprised of approximately 31 cm of catheter tubing beginning with the flare and ending with the pigtail curl. Biomatter is present on the device, indicating use. The mac-loc was returned in the locked position. The suture string was running between the two pieces. The flare appears to have been compressed and contains a lip, likely indicating it may have been caught in the threads of the hub. The flare diameter measure at 0.23". Due to compression and potential damage upon exiting the hub, it cannot be determined whether the flare was manufactured out of specification. The twist test revealed that the cap was secure on the mac-loc hub. The catheter does not appear to be damaged aside from separation. The ID of the distal connector cap and the od of the catheter tube are both within manufacturing specification. The number of threads between the mac-loc and cap 2 is less than 2 and, therefore, within specification. Additionally, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record and a complaint lot search could not be performed as the lot number is unknown. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per quality engineering risk assessment, there is no further actions required at this time. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.